Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the atrial lead exhibited noise and intermittent oversensing on electrograms. The noise could not be reproduced with pocket manipulation. It was noted that the patient was asymptomatic.